Event description:
The customer indicated that they were unable to connect some of their wired propaq monitors to their acuity central monitoring system. Welch allyn technical support assisted the customer with troubleshooting and verified that their terminal server (ts-2-3) was not responding. This resulted in a temporary inability to centrally monitor patients; however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events. Note: the customer did not provide any patients information.